Manufacturer narrative:
The become aware date is (B)(6) 2016. The field service engineer (fse) duplicated the reported problem. The fse replaced the cpu pcba to resolve this issue. The date of the event is unknown.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a constant alarm and blank screen at power up, vent inop condition. No patient involvement was reported.

Manufacturer narrative:
This failure was caused by a defective flash ic u1 (lot code: p33bf70). Installing a good fi test flash ic u1 corrected the problem with this unit.